Event description:
Further information was received indicating the patient was stable with no adverse consequences.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, premature battery depletion was suspected. The device reached end of life (eol) earlier then what the previous battery longevity estimation indicated. The patient is pacemaker dependent and underwent an urgent device replacement.